Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) tech that holes were found on the expiratory tube of an rt340 adult dual heated evaqua breathing circuit. This was noticed prior to pt use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). This product is not sold in the USA but it is similar to a product sold in the USA. The 510 (k) for that product is k983112. Method: the returned rt340 adult dual heated evaqua breathing circuit was visually inspected. Results: inspection of the complaint device revealed a puncture on the evaqua expiratory tube. A lot check was not performed as no lot info has been provided. Conclusion: the sustained damage to the evaqua expiratory tube indicates that it was punctured with a blunt object. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. This suggests that the breathing circuit was punctured post production, possibly during storage or setup. The expiratory tube of evaqua circuits is composed of a thin, semi-permeable film specially designed to allow water vapor from expired ventilatory gases to pass through. This technology was developed to overcome condensate-related issues associated with conventional breathing circuits. The expiratory tube of an evaqua breathing circuit incorporates a protective mesh to prevent damage to the walls of the tube during use. Nonetheless, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or to damage caused by sharp objects and circuit hangers. Our user instructions specify to the user to "fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." (B)(4).